Event description:
It was reported that, during a lumbar fusion, the physician noted a hole in the catheter at the distal end. It was indicated that a 5cm section of the catheter was removed and cerebrospinal fluid flow was seen. The catheter was reconnected, primed, and the flow rate was decreased to the lowest simple continuous rate. This change had been from 5mg/day of hydromorphone to 0.5mg/day of hydromorphone. It was noted that the patient was also placed on patient-controlled analgesia (pca) in recovery and that was supplemented with oral hydromorphone. At the time of report, there was no patient injury. The device system was used to deliver hydromorphone and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8596sc, serial# (B)(4) implanted: (B)(6 )2009, product type: catheter. (B)(4).

Manufacturer narrative:
Upon additional information, patient code has been replaced to more accurately reflect the reported information.

Event description:
Additional information received reported that the pump contained hydromorphone and bupivacaine from (B)(6) 2011 and on-going. Patient symptoms included increased pain. The location of the issue was reported as the pump segment of the catheter. It was noted there was partial removal of damaged segment. It was reported that it was "still painful but dose is being increase now since it was decreased in surgery."